Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2018, the patient's implant site became inflamed and infected, and it was spreading across the patient's back. It was noted the patient is bedridden and in hospice care at home, and they have developed bedsores because they are bedridden. Information was requested regarding getting the ins removed. They were redirected to see a doctor, and were provided physician listings since the patient currently does not have a doctor. No further complications were reported or anticipated.